Manufacturer narrative:
The device was received by the manufacturer. Internal components were evaluated and a worn and damaged trigger shaft was discovered. The trigger shaft was repaired. Additional components were upgraded for preventative maintenance.

Event description:
It was reported by the user facility that the trigger was stuck. During the service evaluation at stryker, the device was running on its own without user activation. This did not occur during a surgical procedure, so there was no patient involvement. There were no allegations of user injury or adverse consequences associated with this event.